Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿color bar is displayed¿, was reproduced, and it was determined that the color bar was displayed because communication failure occurred due to deformation and scratches of the connector pins of the video scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer referenced in b5.

Event description:
Additional follow-up confirmed the even occurred during preparation for use. The intended procedure was completed with a different camera of the same model. The procedure was most likely a therapeutic but customer could not confirm. The procedure was completed successfully, no delay and patient was under general anesthesia.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that no image was displayed due to a deformed pin on the video scope connector and scratches. It was also noted that the cable had kinks and had a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head did not connect and had a connection failure. There were only color bars noted on the screen. There were no reports of patient harm associated with the event.